Event description:
It was reported that the external pulse generator had a defective display and a missing knob. The generator was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported issue with the lcd (liquid crystal display). Analysis confirmed the report of a missing knob (control knob). Upper and lower cases are damaged.